Event description:
New information received notes that programming changes were made in the past. Another instance of post-paced t-wave oversensing on the ventricular channel was observed via remote transmission. Patient was asymptomatic. Programming changes were made.

Event description:
It was reported that via remote transmission, post-paced t wave oversensing was observed. Patient was asymptomatic. Programming changes were recommended. No further information is available.